Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be taken.

Manufacturer narrative:
It was reported to abbott, a patients¿ l5 drg lead needed to be revised; it had completely retracted. There was no recent trauma and the patient performed normal activities. It was reported on (B)(6) 2022, as this was a veteran affairs case, it was likely going to be long time before the date of surgery was set. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted and replaced, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.